Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted on (B)(6) 2019 for a trial evaluation. The family member reported that the trial patient did not void for the first 9 hours but then ¿everything went downhill¿. They believed the leads had moved since the patient no longer felt the stimulation, even when it was increased. It was advised that the family member contact the clinician for the issue. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No diagnostics or troubleshooting were performed. Also, no actions or interventions were taken to resolve the issue. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.